Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update -07/272016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes state 1200ml estimated blood loss, osteolysis, and the cup was removed due to no fitting liner available.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update jun 12, 2017: claim letter received. In addition to what was previously reported, it was also reported that the patient was injured by excessive levels of chromium and cobalt and had suffered from metal poisoning and metallosis. Added the complainant information. This complaint was updated on: jun 21, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to metallosis and loosening of the femoral component.

Manufacturer narrative:
Patient was revised due to metallosis and loosening of the femoral component the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.